Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required synchronization. A field service engineer (fse) replaced the driver and performed a synchronization at the customers request. The initial synchronization failed midway, but after synchronizing, the process completed successfully and customer verified functionality. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating with the network even though no communication error appeared in health sight viewer and patient information was not updating on the station. However, there were no delay in patient care and no adverse events or injuries reported based on this event.